Event description:
Report on medwatch 2200860000-2007-8007: the patient received a gastric band via a laparoscopic approach one year ago. The patient has had numerous fills to create a gastric restriction but it's been noted that, on follow-up the patient has slightly less fluid and no restriction. The patient has been unable to lose weight.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date and provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."